Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set fell off during use which led to low blood glucose level of 91mg/dl on 13/may/2024. The infusion set in use for 5 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.